Event description:
It was reported that during an in-clinic follow-up, oversensing noise was noted on the right ventricular (rv) lead. Pacing inhibition occurred as result. Programming changes were performed, and the patient will further be monitored. The patient was stable.